Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the threshold values of the atrial lead could not be measured even at high output. It was noted that the patient is in constant atrial fibrillation so a single chamber device without an atrial lead was used instead. There were no patient consequences.